Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding during a gastroscopy procedure performed on an unknown date. During the procedure, the clip was deployed and retracted, but it did not fire properly. The handpiece was loose and unable to open or close the clip. Consequently, the scope had to be completely withdrawn from the patient to remove the clip and extract the wire from the biopsy port during the bleeding. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 09/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not fire.